Event description:
Procedure: shoulder arthroscopy. An rn educator seeking information about three incidents that have occurred at their facility. She reported that while using the generator with vl pencil and pad, as well as an outside manufacturers "arthocare machine," patients have received "2 finger like deep second degree burns" that occurred on the upper arm. The burns were not noted during the procedure, the patients complained in recovery of a "burning sensation." The sites then blistered. The caller reports that patients were not in contact with metal or fluids at the burn site. The reporter was not sure if these were chemical burns, however, she does not think they are due to the esu.